Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The complaint device was returned for analysis. Returned product consisted of a threader balloon catheter. The balloon was loosely folded with fluid in the balloon and blood in the wire lumen. Microscopic inspection revealed a pinhole in the balloon material, located on the distal edge of the markerband. Inspection of the remainder of the device found no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.